Manufacturer narrative:
(B)(4). Approximate age of device ¿ 53 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the system controller appeared to be running on the emergency backup battery (ebb) on (B)(6) 2016. It was reported that the patient fell asleep while the system controller was connected to battery power. The external batteries ran until completely depleted, then the ebb was activated and also ran until depleted. No information was provided regarding how long the pump may have been off. The patient was reportedly fine and asymptomatic. It was reported that patient education was reinforced.

Manufacturer narrative:
The reported depletion of the emergency backup battery could not be confirmed. No product was available for evaluation and no system controller log files were provided for analysis. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.